Event description:
It was reported that when the reporter went to top off the brand new neurostimulator, the recharger displayed a power on reset (por) message. It was noted the neurostimulator had not been implanted and was still in its packaging that had been on the shelf for 3 months. It was noted the reporter was able to temporarily bypass the message with the recharger and was able to see that the implant was 75% full. It was noted the reporter was going to clear the por with the clinician programmer or recharger. It was further reported that there was por condition in the box following a possible electromagnetic interference exposure. It was noted that the device was not near end of life (eol) and was 75% charged. Troubleshooting was limited due to lack of access to the product and/or product. It was later noted that they were able to clear the por and the outcome of the patient's implant was successful.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).